Manufacturer narrative:
(B)(4). Eval results: previously deployed stent. Failure to deliver the stent, stent deformation and stent dislodgement. Conclusion: previously deployed stent.

Event description:
An attempt was made to deploy a 2.5mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the lad of a pt. However, it was reported that the relevant stent hung up on a previously deployed stent becoming damaged and dislodged from the balloon of the delivery system. No clinical sequelae were reported.